Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had cracked cap threading, and inconsistent medicine delivery. There was unknown patient involvement and unknown harm/adverse event was reported.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have an error code 80 during power up. The cause of the customer reported problem was the error code 80 and the printed wiring assembly (pwa) was replaced to resolve the issue. The pump was in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the pwa board, and the pump passed all functional tests and performed as intended after repair.